Manufacturer narrative:
Initial and final MDR 1924772 - MDR 3003442380-2024-16928 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set was fell off during use on 23-mar-2024 and on 12-jun-2024. The blood glucose level was 110 - 150 mg/dl at the time of event. The infusion set was in use for 1 - 2 days. No further information available.